Event description:
It was reported to boston scientific corporation that an obtryx system - halo device was implanted into the patient during a tension-free transobturator tape + anterior repair procedure performed on (B)(6) 2016 for the treatment of stress urinary incontinence and cystocele. The procedure was completed with no complications reported. The patient was taken to the recovery room in good and stable condition. As reported by the patient's attorney, the patient experienced an unknown injury.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2016, implant date, as no event date was reported. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). Block h6: imdrf patient code e2401 captures the reportable event of unspecified injury. Imdrf impact code f12 has been used in the light of the patient sought legal recourse for an unspecified personal injury related to the device.